Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump had compromised force sensor system alarm during prime test at 3.5 lbs due to faulty force sensor resistor. The insulin pump had cracked reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm during bolus and basal. The customer's blood glucose was 427 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose. The customer reported that the no delivery alarm was not resolved. The customer stated that the insulin did not exit during fixed prime. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin did not exit during priming. The insulin pump will be returned for analysis.